Manufacturer narrative:
The complaint cannot be confirmed as medical records were not provided. Review of device history records identified no deviations or anomalies. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial knee arthroplasty. Subsequently, the patient underwent bearing exchange due to unknown reasons approximately seven months post implantation. No additional information on the reported event is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: 185348,vanguard femoral augment, 718040, 185288, vanguard femoral, 3833410, 185428, vanguard posterior femoral augment, 613230 , 185388, vanguard distal femoral augment, 921890, 145026, biomet stem, 772760 , 145026, biomet stem, 118460 , 185651, tibial cruciate wing, 079420. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03417.

Event description:
It was reported that the patient underwent initial knee arthroplasty. Subsequently, the patient underwent bearing and locking bar exchange due to unknown reasons approximately seven months post implantation. Attempts have been made and additional information on the reported event is unavailable.